Event description:
The patient stated that his batteries are only lasting "a few days" in his infusion device. He stated that the device is properly set to "alkaline battery." He stated that after a few days of use he receives the e2 (battery depleted) warning but he does not receive the prior a2 (battery low) warning. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.